Event description:
Approximately five to ten minutes before the surgery was over the pump began pumping at a high rate. The pump was turned to 5mm hydrargyrum but continued to pump at a high rate. The unit was shut down and the surgery was completed. The pt did not experience any injuries.